Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the available information the cause of the reported mechanical jam (lock line ¿ inability) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a lock line that was unable to be removed. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. It was noted that during the deployment process the lock line was unable to be removed. Troubleshooting was performed but was unsuccessful. Subsequently, the clip was removed from the patient and exchanged. The procedure was then completed with a resulting mr of grade 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.